Event description:
It was reported that, mdm liner is still in the tritanium shell; therefore, no catalog number or lot code is available at this time. Patient complained of constant pain. During the revision procedure dr. (B)(6) found milky white fluid and tissue in and around the hip joint. Cultures were taken and sent to the lab. The lab called during the case and results were negative for bacteria.

Manufacturer narrative:
Additional information (including x-rays and medical records) was requested. When completed, the evaluation summary will be submitted in a supplemental report.